Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, and h11. Additional information: the mega needle driver instrument was returned and there was no damage found. The instrument worked as intended. The instrument opened and closed properly. A visional inspection, internal and external, was done and no issue was found. The instrument was place in house system and passed grasping/driving tests. No product issue was found. The long tip forceps instrument was received for failure analysis evaluation. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed the grasping test. The instrument was fully functional. No product issue was found. The small grasping retractor instrument was also returned for failure analysis evaluation. The instrument was tested on an in-house system. The instrument passed the recognition, engagement, and cut tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was found. The fenestrated bipolar forceps instrument was also returned for failure analysis evaluation. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. A visual inspection internal and external it was performed and passed. The instrument was fully functional. No product issue was found. The monopolar curved scissors instrument was returned. The instrument was tested on an in-house system. The instrument passed the recognition, engagement, and passed cut tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was found. The prograsp forceps instrument was returned although the logs show that this instrument was not used during the robotic procedure in question. The instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The large suturecut needle driver instrument was also returned although the logs show that this instrument was not used during the robotic procedure in question. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. A visual internal and external inspection was performed no issues were found. Manual articulation was performed and passed. A suture test was performed and passed. The instrument was fully functional. No product issue was found.

Manufacturer narrative:
The product has been returned to intuitive surgical, inc. (Isi) for evaluation, but analysis has not yet been completed. Intuitive surgical inc. (Isi) received the megasuture cut needle driver associated with this complaint. The instrument was found to have blade damage on the tip of the blade. One of the blade edges was found to have indentations/burrs. The located indentations/burrs were found to be the cause of the blades not being able to close/cut properly. The instrument was tested on an in-house system and passed recognition and engagement. Concomitant products: k13240711-0344, fenestrated bipolar forceps; k14250913-0700, monopolar curved scissors; k10250424-0184, small grasping retractor; k13251028-0471, mega suturecut needle driver; k10240516-0030, long tip forceps; k12241212-0277, large needle driver; k10250501-0265, mega needle driver.

Event description:
It was reported that after a da vinci-assisted hysterectomy with sacrocolpopexy, the patient sustained a bowel injury and required a subsequent procedure. No robotic complications or intraoperative issues were reported during the initial procedure. On postoperative day nine, the patient required a subsequent procedure. An exploratory laparotomy with right ileocolectomy was performed by a general surgeon. During the procedure, it was identified that the patient sustained widespread inflammation and adhesions. During the bowel repair, a small metal fragment was found. It is unknown what the fragment was from; however, it was speculated that it originated from a robotic instrument during the initial procedure. There were no reports of any instruments missing parts during the initial procedure. The patient is currently in the intensive care unit.